Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal deployed from the delivery device and the actuation button was not depressed. The surgeon manually put the seal back into the delivery device and used it to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).